Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n126897, implanted: (B)(6) 2007, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found the patency was okay. Final catheter analysis revealed sc connector coring, tear, and/or cuts in the seal that met leak criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement for end of life, the health care provider (hcp) noticed a crystallized substance at the pump connection. The pump was replaced. The patient status at the time of the report was ¿alive no injury¿ and there were no symptoms or complications associated with the event. The pump was being used to deliver morphine and bupivacaine. It was further reported that this was an end of life replacement with no complications.